Event description:
It was initially reported through an implant card that a vns patient underwent generator and lead replacement surgery due to end of service. Additional information was received from the patient's treating physician indicating revision of the lead was done as the lead was broken. Hence replacement of the whole system was done. (B)(4) attempts for further information were unsuccessful to date as the physician would not provide further data. The explanted generator and lead were returned to the manufacturer and underwent analysis. Analysis of the generator indicated the end of service condition was confirmed. Analysis of the returned lead indicated an abraded opening was found. The abraded opening and slice marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process and the slice marks found on the inner silicone tubes during the visual analysis. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the unmarked and marked connector pin / boots, a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Information review on investigation revealed that the last known good diagnostics for the patient were from (B)(6) 2011, in which there were no impedance problems until (B)(6) 2012. Analysis was completed on the returned lead. Analysis of the returned lead indicated an abraded opening was found. The abraded opening and slice marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process and the slice marks found on the inner silicone tubes during the visual analysis. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the unmarked and marked connector pin / boots, a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Summary, corrected data: initial MDR inadvertently listed incorrect analysis in the summary portion.